Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2025-04007. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6008728 have already been previously tested in the (B)(4) on 27-mar- 2025. Test results: the reference samples were visually inspected and in additional test flow. All test results were within specifications as per the test report (B)(4). Device history record (DHR) review: the lot 6008728 was manufactured according to the work instruction (wi) version 28 manufactured in the line 1, on 24/aug/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 08-apr-2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6008728 and no more complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent event on 15-apr-2024. Event occurred within three hours of insertion. The insertion site was at abdomen. Blood glucose levels were 312 mg/dl at the time of event. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.